Event description:
It was reported that during a port placement procedure, the needle of the device allegedly got stuck in the guide wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one guidewire straightener loaded onto a guidewire in a introducer needle was returned for evaluation. Functional, gross visual, microscopic visual and dimensional evaluations were performed. The investigation is inconclusive for the reported physical resistance issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The investigation is confirmed for the identified deformation due to compressive stress, stretched and fracture issues, as bends were noted throughout the guidewire. Uncoiling was noted on the guidewire proximal to the introducer needle hub. A complete break was noted to the flat inner core wire that was exposed from the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The dimensions are slightly out of tolerance in the affected portion that may be due to unravelling noted at multiple places in the wire. The dimensions are not out of tolerance for the unaffected portion of the wire. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2024).